Event description:
The device was implanted on 9/26/96, for venous infusion of amikacin for treatment of infection. On 5/15/97, the MFR received the following response to a device tracking polling letter from the physician: the device was explanted on 11/27/96, due to the inability to inject antibiotics into it any longer. No further details were provided at this time.